Manufacturer narrative:
(B)(4). Images will be sent to gore for analysis and further information will be provided.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® endoprostheses. Reportedly, the devices were used according to the gore® excluder® endoprosthesis instructions for use (IFU). The final run looked perfect. The patient tolerated the procedure without any complications. It was reported that on an unknown date, during the follow up, it was noted that there was only 16mm of seal in the right common iliac artery, and that the device ((B)(4)) wasn¿t fully adhered to the vessel wall. The patient had encountered no symptoms. On (B)(6) 2018, a reintervention procedure has happened. The decision was made to embolism the right internal iliac artery and extend into right external with (B)(4) devices. The final run looked perfect. Reportedly, the anatomy was very tortuous, which could have been a factor in the lack of wall apposition.

Manufacturer narrative:
Images were requested but were not available. It was reported to gore that the patient¿s anatomy was very tortuous, which could have been a factor in the lack of wall apposition. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and the vascular introducer sheaths and accessories necessary to deliver the endoprostheses.